Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019- patient was diagnosed with incarcerated incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st. Per op notes, ¿chronically incarcerated omentum from multiple defects were identified in the lateral left abdomen and reduced. A ventralight st mesh was placed on the defects and sutured.¿. (B)(6) 2021- patient was diagnosed with small bowel obstruction with abdominal pain, thereby underwent open repair. Per op notes, ¿adhesions were noted from the previous incisional hernia repair and adhesiolysis was performed. Small bowel obstruction was noticed and resected¿. (B)(6) 2021- patient was diagnosed with possible anastomotic leak, thereby underwent open repair. Per op notes, ¿it was noted that the subcutaneous tissue was necrotic and some necrotic muscle fascia. It was noted that there was a large disruption in the staple line when there was a leakage of succus.¿. (B)(6) 2021- patient was diagnosed with possible anastomotic leak, thereby underwent open repair. Per op notes, ¿the fascia was clearly necrotic and was debrided along with abdominal wall skin and fat.¿ (B)(6) 2021- patient was diagnosed with lleostomy, thereby underwent open repair. Per op notes, ¿small bowel was found adherent to the abdominal wall and adhesiolysis was performed. There was a significant portion of abdominal wall and mesh that had to be removed to remove the small bowel from anterior abdominal wall. This defect was then sutured.¿ (B)(6) 2022- patient was diagnosed with abscess plan drainage thereby underwent open repair.